Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging lung disease and cancer. There was no report of medical intervention. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. Maximum attempts were made to have the device returned for evaluation, investigation and to gather additional information but were unsuccessful. The device has not been returned to the manufacturer. At this time, no further investigation can be requested at this time. If any additional information is received, a supplemental report will be filed.

Manufacturer narrative:
Repair evaluation information was received on 09/23/2025 and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging lung disease and cancer. There was no report of medical intervention. No additional information can be requested at this time. The device was returned to the manufacturer's product investigation laboratory for investigation. Pil observed the following from an external and internal inspection: ui (user interface) knob broken. Missing sd card cover. The air outlet port had dust-like contamination in it. Air inlet had white dust-like contamination in it. Pca (printed circuit assembly) had light dust-like contamination all over the top of it. Light dust-like contamination on the top of the blower box lid and surrounding area. Light dust-like contamination on the top of the blower motor and inside of the blower box. Bottom enclosure had light dust-like contamination in it. Air inlet seal has dust-like contamination on it. The sound abatement foam was intact and had light dust-like contamination on top of it. Evidence of sound abatement foam degradation/breakdown was not observed in this device. The source of contamination was most likely external to the device. Pil observed the following from an internal and external inspection of humidifier ds6tflg (sn (B)(6)). Flip lid seal has white dust-like contamination on it. White dust-like contamination, throughout humidifier enclosure. White dust-like contamination on and under the heater plate. White dust-like contamination on dry box inlet seal. Light dust-like contamination inside the water tank. White dust-like contamination in the iso port (international organization of standardization). The contamination found in the humidifier enclosure is considered not to be in the airpath. There is no visible damage or functionality failures of the device, which suggests that the source of contamination was most likely external to the device. Pil was unable to get care orchestrator information from device. Pil was unable to address the symptoms specified. 0 errors were logged. Box h was updated in this report.